Event description:
It was reported that the patient was not able to get telemetry with the remote monitor. It was also reported that the batteries were leaking in the battery compartment of the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.